Event description:
The patient underwent permanent implant. Stimulation was not turned on as standard protocol. It was reported the patient presented to the emergency room for excruciating pain on (B)(6) 2012. The neurosurgeon ordered CT scan and determine cerebral spinal fluid leak. The patient returned to surgery for repair of the csf leak. The patient continues to have post-operative pain, however, stimulation is covering designated painful areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.